Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing a zapping sensation at the ipg site. The patient was suspected to have an infection. The patient underwent an explant procedure and was doing well post-operatively. No further information has been obtained despite good faith efforts.